Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the sensor tail. Data was successfully extracted from the returned sensor using approve software. Visual inspection of the pcba (printed circuit board assembly)was performed on the de-cased sensor. No issue were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. This issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received a lower sensor scan result of 96 mg/dl on the adc device compared to a reading of 190 mg/dl obtained on a competitor brand meter. As a result, customer experienced loss of consciousness, and paramedics were called, customer experienced seizures on the way to the hospital and received administration of intravenous glucose and ativan 2.5 mg for treatment. It was further reported a reading of 356 mg/dl was obtained on an hcp meter two and a half hours later after the adc reading. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and investigation is in process. A follow-up report will be submitted once the investigation is completed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received a lower sensor scan result of 96 mg/dl on the adc device compared to a reading of 190 mg/dl obtained on a competitor brand meter. As a result, customer experienced loss of consciousness, and paramedics were called, customer experienced seizures on the way to the hospital and received administration of intravenous glucose and ativan 2.5 mg for treatment. It was further reported a reading of 356 mg/dl was obtained on an hcp meter two and a half hours later after the adc reading. No further treatment was reported. There was no report of death or permanent impairment associated with this event.